Event description:
The device was explanted due to a persistent infection at the implant housing. As per explant report form the skin was not intact and the implant was visible. The infection started beginning of (B)(6) 2024. The user has been treated with fucidine augmentin. It seemed to be a bit better, but afterwards the implant extruded.

Manufacturer narrative:
Conclusion. Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the device though the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no information available points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to a persistent infection at the implant housing. As per explant report form the skin was not intact and the implant was visible.